Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in needle punctured the catheter. This was discovered during use. The following information was provided by the initial reporter: material no. 381511 batch no. 0085145. It was reported that the needle was puncturing the catheter. ---additional information---per email: this occurred sometime this week, but one of my nurses said it has been happening for a while and at least 50% of the time. The team did not save defective ones, they discarded the needles once found defective.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two 24ga insyte autoguard IV catheter units. Unit 1 is without packaging and consists only of the catheter adapter assembly. Unit 2 is within an undamaged sealed package from reference number (B)(4), lot number 0085145. Through the visual microscopic evaluation of unit #1, a cut to the catheter tubing near the tip was observed. This cut has the ¿v¿ shape characteristic which is indicative of a tip spear through where the needle has pierced the tubing wall. Unit #2 displayed no defect or anomalies. The reported issue was confirmed with the observations made for unit #1. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in needle punctured the catheter. This was discovered during use. The following information was provided by the initial reporter: material no. 381511 batch no. 0085145. It was reported that the needle was puncturing the catheter. Additional information per email: this occurred sometime this week, but one of my nurses said it has been happening for a while and at least 50% of the time. The team did not save defective ones, they discarded the needles once found defective.